Event description:
The physician inserted the guide wire into the patient and performed intervention. The physician attempted to remove the guide wire from the patient and the distal tip of the separated and remained in the pt's distal right coronary artery. The physician noticed that the pt had a perforation. The pt went into tempinard and cardiac arrest. The pt did not recover and death occurred.